Event description:
It was reported that the system froze and they are getting errors when taking an image, causing the patient to be re-exposed. It was determined to be a software issue. The software was upgraded and the computer replaced.